Event description:
It was reported that the pacing dependent patient presented for follow up in clinic. Device interrogation revealed over-sensed noise exhibited by the right ventricular lead which resulted in recorded episodes of high ventricular rate. The lead was explanted and replaced. The patient was discharged in stable condition.